Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low power alert. The customer was unable to clear the alert. During troubleshooting with tandem tech support, the alert was cleared. The customer's blood glucose level was reported to be running lower than normal on the day of the reported event. However, the customer also started that she had made changes to her pump profile settings both with and without her healthcare provider's guidance.